Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date. Monitor: 10/13/2020. Belt: 04/28/2020.

Event description:
A us distributor contacted zoll to report that a patient passed away at home while wearing the lifevest on (B)(6) 2021. It was reported the patient was found in their home at approximately 7:40 am on (B)(6) 2021. Review of the download data indicates the patient received three appropriate treatments and two inappropriate treatments in response to atrial fibrillation (af) with rapid ventricular response (rvr). Per the continuous ECG recording, the device was started up at 17:32:09 on (B)(6) 2021. The patient's rhythm transitioned to vf at 17:33:42. The patient received an appropriate treatment during vf at 17:34:20. The patient's post-shock rhythm was severe bradycardia at 10 bpm. The patient's rhythm then transitioned to vt at 180 bpm at 17:36:47. The patient received the second appropriate treatment during vt at 210 bpm at 17:37:19. The patient's post-shock rhythm was sinus tachycardia at 130 bpm, which degraded to vf. The patient received the third appropriate treatment during vf at 17:37:56. The patient's post-shock rhythm was a sinus rhythm at 90 bpm with pvc's. The patient's rhythm transitioned to af with rvr at 210 bpm at 17:38:36. The patient received the first inappropriate treatment at 17:39:08 during af with rvr at 200 bpm. The patient's post-shock rhythm was sinus tachycardia at 140 bpm. The patient's rhythm transitioned to af with rvr at 190 bpm at 17:41:28, before degrading to vt at 200 bpm. The patient received the second inappropriate treatment at 17:42:03. The patient was in vt at 200 bpm, which transitioned to af with rvr at 200 bpm after arrhythmia detection and prior to delivery of the treatment. The patient's post-shock rhythm was sinus tachycardia at 120 bpm. The patient's electrode belt was disconnected at 17:43:31. It was not reported who disconnected the electrode belt.